Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the pump received rf pic failed self test. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s blood glucose level was normal and it did not require any treatment. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump alarmed rf pic failed selftest and high stop current due to a faulty component on the radio frequency board. Pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.